Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.50/2.0/069 (sphere/cylinder/axis) was removed from the patients eye on (B)(6) 2023. A replacement lens of longer length was implanted on the same date, it is unknown if the lens was replaced within the same surgery as removal of the initial lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.